Manufacturer narrative:
H3 other text : device evaluated by third party.

Event description:
The device was returned to a third-party service center for service. There was no harm or injury reported. The device was visually inspected and during the evaluation of the device at a third-party service center it was found that the sieve beds had low o2, manifold assembly leaks, and a damaged power connector.

Manufacturer narrative:
Section b5 - describe an event or problem that should be reported as: the manufacturer received information alleging issues with a simplygo mini,extended battery. There was no report of serious harm or injury. The device was serviced by a philips field service engineer and inspected1131554b;1140694b;1131550b;1132383, sieve beds low o2, manifold assembly leaks, manifold assembly leaks, damaged power connector. Section h6, evaluation method code grid has been corrected in this report. Section h7-remedial action would not be applicable, which has been corrected in this report.

Manufacturer narrative:
D4 and g1 section has been corrected and updated. The UDI in section d4 was previously reported in the incorrect format, now the UDI information has been updated to the correct format.